Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing "three pounding beats/sensations at regular intervals" from the device. The medical equipment company representative and allied health professional discussed that it was likely the chronic lead trend feature of the device and it was suggested to turn off that feature. The device remains in use. No further patient complications have been reported as a result of this event.